Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water tube was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the air/water tube of the videoscope was clogged during reprocessing. It was also reported that modification of scope circuit board software was required as part of the field corrective action. There was no procedure and patient involvement.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The air/water tube was clogged with foreign material and the foreign material could not be removed by the engineer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
H11: additional information related to reprocessing procedure details at the facility was unable to be obtained due to being unknown. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment.